Event description:
This report is against a post market surveillance review. (B)(4) was identified. The only information contained in this report is correction or additional information. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. On (B)(4) 2014 upon further review of the complaint, it was determined this file is a duplicate of a previously entered catsweb file complaint #(B)(4). The medwatch will be rescinded and the file voided as a duplicate. All complaint activities will be captured in the original catsweb file, MFR report number 1719045-2013-00616. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.